Event description:
During conversation with our company representative on other topics, the customer briefly mentioned that a physician at hospital had turned up positive end expiratory pressure (peep) setting to 25 cmh2o on a pt and the pt experienced lung-related complication (pneumothorax). The customer indicated that this was an unauthorized change to ventilator setting and, as such, this was operator error and not due to the ventilator. The hospital further stated that the situation was corrected by turning down the peep. (B)(4). Ref MFR# 8010042-2014-00065.